Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of sensing and discovered to be dislodged during a pre-discharge check. The lead was repositioned successfully on (B)(6) 2017. The asymptomatic patient was stable before, during and after the procedure and will continue to be monitored.